Manufacturer narrative:
Two potential lot numbers were provided for this incident. The information for each lot number is as follows: medical device lot #: 6173958, medical device expiration date: 11/30/2017, device manufacture date: 06/21/2016; medical device lot #: 5251713, medical device expiration date: 02/28/2017, device manufacture date: 05/09/2015. Investigation: two photos from lot number 5251713 and 6173958 were reviewed. Photos revealed cracks from the gate. There were no related quality notifications for finished tube or for molded tubes components. All process and final inspections comply with specification requirements. The investigation of this complaint confirms the reported condition and being related to the manufacturing process. Due to the severity and occurrence of the reported condition there will be not be a CAPA opened at this time. The indicated lot # and reported condition will be tracked and trended. Conclusion: it appears that the crack the customers saw may have been the result of a plastic molding defect at the gate of the tube that potentially could be the result of the probe heater to make the part might have been failing and not hot enough or that the valve pin was not shifting properly of which either one of these items could cause the gate defect on the bottom of the tube. (B)(4).

Event description:
It was reported that blood was leaking from the bottom of a 13x100 mm 6.0 ml bd vacutainer® plus plastic whole blood tube. Pink bd hemogard¿ closure tube either during pneumatic tube transport or during centrifugation. There was no report of injury or medical intervention.